Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was implanted with the ins after he was in an explosion in iraq which damaged his lower vertebrae and caused shooting pain down his left leg. The patient said the ins therapy has saved his life and he would be willing to be an ambassador for medtronic. The patient stated that they stopped feeling the tingling in their foot and had a return of his target pain. The patient confirmed a loss of stimulation. Product service specialist (pss) reviewed that stimulation will turn off once the ins charge voltage drops low enough. The patient also reported that their programmer showed poor communication and they stated that they recently went to charge the ins and it was showing that it was not registered to the ins. The patient clarified this by stating that he saw the reposition antenna screen on the ins recharger. Pss had the patient attempt to sync with the ins using the programmer with and without the programmer antenna attached. The patient saw poor communication screen on the programmer. The patient was not able to communicate with the ins recharger. The patient indicated that they let charging get away from them; neglected charging responsibility. The patient reported last charging session was more than one to three months ago. Pss reviewed the importance of keeping ins charged to maintain therapy. Patient was redirect to follow up with the health care professional (hcp) for physician mode recharge to regain charging functionality and resume therapy. No further patient symptoms or complications were reported from this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.